Event description:
The user facility reported that the touch panels to their hexavue custom room racks were not responding. The event did not occur during a patient procedure. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the touch panels required a reboot. The technician rebooted the touch panels, tested the function and operation of the touch panels and hexavue custom room racks, confirmed them to be operating to specifications and returned them to service. No additional issues have been reported.